Event description:
The or was cleaned early that morning. During or preparation and prior to any patients being in the room, one of the 4000 series light heads separated between the main arm and spring arm. The spring arm and light head assembly fell to the floor. No one was hit by the falling light head or spring arm. No injuries are reported; just damaged parts.

Manufacturer narrative:
Unit was returned for evaluation. Determination was made that there was one extra washer installed between main arm and spring arm preventing the c-clip from seating properly. This is an active or setting at this facility. This or has two dual light systems within the room which allows activities to continue until repairs or a replacement is installed. Getinge USA, inc. Submits this report on behalf of the device manufacturing facility. Maquet sa provides product failure investigation, analysis, and resolution from the device described in this report.